Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses in order to turn the pump screen on. The customer's blood glucose was not impacted. The customer would continue to use the pump for insulin therapy.